Event description:
It was reported that there was a leakage from the foley catheter occurred at the start of use. Per internal bd comments received on 26nov2025 stated that, since the exact location of the leak has not been identified, please perform a functional inspection.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leakage from the foley catheter occurred at the start of use. Per internal bd comments received on 26nov2025 stated that, since the exact location of the leak has not been identified, please perform a functional inspection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, directions for use: * carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. * pull the catheter slightly to seat the balloon at the level of the bladder neck. * to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. * insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. * secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. * when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.